Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog.

Event description:
It was reported by the contact that the customer receive an occlusion alarm during bolus delivery. The customer's blood glucose level was 400 mg/dl. Tandem technical support performed a system check and found that the infusion site needed to be changed. After the contact changed the site, the occlusion was resolved. Reportedly, the customer was using apidra insulin.